Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, diabetes ketoacidosis, urinary tract infection, and acute renal failure on (B)(6) 2018 with blood glucose of 485 mg/dl at the time of the incident. The customer used the pump as well as insulin pens and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and flu-like symptoms. The customer was wearing the insulin pump during the incident. The emergency room doctor removed the pump and the cannula was bent. Troubleshooting was not completed as the customer just wanted to return the pump. The insulin pump will not be returned for analysis.